Manufacturer narrative:
The device was received for evaluation with approximately 57ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under-infusion was observed after a 48 hour infusion with a small volume folfusor. The initial volume was 2500 mg and after 48 hours the residual volume was 1170 mg. There was no patient injury or medical intervention associated with this event. No additional information is available.